Event description:
It was reported that: we received 2 boxes with damaged devices inside. The plastic packaging of the stapler was damaged.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The stapler was returned without its packaging. Since the packaging was not returned and pictures were not provided, the reported defect could not be confirmed for this sample. The reported complaint of "broken package - sterility compromised" was not confirmed based upon the sample received. The sample was returned without its packaging and no pictures were provided. Therefore, it could not be determined whether the package was damaged for this sample. The root cause of this complaint could not be determined. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: we received 2 boxes with damaged devices inside. The plastic packaging of the stapler was damaged.